Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Additionally, the reported patient effect of mitral regurgitation (mr), is listed in the instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on available information, the reported single leaflet device attachment (slda) and poor imaging was due to challenging patient anatomy. Reported mitral regurgitation (mr) was resulted from reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is filed due to a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 4, with a rotated heart and friable tethered leaflets. Reportedly, imaging was difficult due to anatomy. The first mitraclip was successfully implanted. After deployment, the clip had opened more than expected. The exact degrees were not available, however, the clip appeared to open more than the allowance. The clip remained stable and well seated. As planned, another mitraclip was successfully implanted with good leaflet insertion. Approximately 10 minutes later, the clip detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). As treatment for the slda, a third mitraclip was successfully implanted with good leaflet insertion. Again, within a few minutes post-deployment, the mitraclip detached from the anterior leaflet, while remaining attached to the posterior leaflet, an slda. Reportedly, the operators suspected an anatomical issue leading to the slda¿s, since there was good leaflet insertion and no device issue during implantation. It was deiced to not implant any other mitraclip. The mr remained unchanged at grade 4 and no additional treatment was provided. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are filed under separate medwatch report numbers.